Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the european edwards affiliate, during a transapical tavr procedure in the aortic position, 23mm sapien 3 case by ta approach in aortic position, a soft wire was used instead of a stiff wire as the patient was small and had a small ventricle. After the certitude delivery system exited the sheath, it was not possible to cross the aortic annulus. It was decided to retrieve the delivery system, but during attempt to get the valve into the sheath, the valve slipped off the balloon and was on the wire in the ventricle. The 23mm sapien 3 valve was then removed surgically and the patient received a surgical valve. Post op, the patient was transferred to the ICU. It was perceived that either the access angle was not good or there was a kink in the guidewire, which did not make it possible to cross the aortic annulus.

Manufacturer narrative:
The certitude delivery system was not returned to edwards lifesciences for evaluation and no photographs or images are available. A review of DHR did not reveal any issues that could have contributed to this complaint. Complaint history review of the month of may 2017 indicated that occurrence rates for the trend categories did not exceed control limits. The certitude IFU prepping manual and training manual were revealed and no deficiencies were identified. During manufacturing of the certitude delivery system 100% inspections are performed by both manufacturing and quality for flex, visual, and dimensions. The manufacturing lot additionally underwent product verification testing on a sampling plan which included visual inspection, guidewire movement, and kink test. All samples pulled from this work order met all inspection criteria. The mitigations/inspections noted above support that it is highly unlikely that a manufacturing nonconformance contributed to the reported complaint. Due to the device and/or applicable photographs/videos not being returned for evaluation, the complaints of ¿delivery system ¿ difficulty crossing native annulus¿ and ¿delivery system ¿ valve dislodged from balloon¿ were unable to be confirmed and due to unavailability of the device, functional/dimensional analysis could not be performed to determine if a manufacturing non-conformance contributed to the complaint events. As reported in the complaint description, ¿soft wire was used instead of stiff wire as the patient was small with a small ventricle¿ and physician suspected that ¿either the access angle was not good or there was a kink in the guidewire¿ that led to difficulty in crossing the native annulus. Per the training manual, a soft wire should be exchanged with extra stiff wire during left ventricular access and prior to delivery system insertion. Soft wire may not have enough strength to support the delivery system while crossing the native annulus. Under such condition, a soft wire may kink and result in difficulty in crossing native annulus. Although a definitive root cause was unable to be determined at this time, based on available information, procedural factors likely have contributed to this issue. The edwards certitude delivery system is not designed to retrieve undeployed thv (still crimped on the delivery system) through sheath. An attempt to perform retrieval under such conditions posts the risk of catching the valve at the distal tip of the sheath and dislodging the valve distally from the balloon. As such, the complaint is attributed to procedural factors. A review of DHR, lot history, complaint history and manufacturing mitigations provided no indication that a manufacturing non-conformance would have contributed to the event. No labeling/IFU/training deficiencies were identified, therefore no further corrective/preventative actions are required.